Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced redness and swelling at abutment site, however the issue could not be resolved; subsequently the patient was administered antibiotics (type and date not reported).